Event description:
The distributor received info that the MFR's lead has a sensing problem. After the implant of the lead and an implantable cardioverter defibrillator (ICD) the physician noted intermittent loss of atrial sensing. The physician elected to reprogram the ICD to vvi and not explant the lead at this time.